Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3, h6: part # 314.468 synthes lot # 6446188 supplier lot # n/a release to warehouse date: 06 aug2010 manufactured by: synthes brandywine. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the holding sleeve for sd screwdriver sft t8 (p/n: 314.468, lot #: 6446188) was returned and received at customer quality (cq) west chester. Upon visual inspection, it was observed that the device was missing the spring. No other issues were observed from the returned device. Device failure/defect identified? Yes. Dimensional inspection: this was deemed irrelevant as the spring component of the device was missing which led to this complaint. Service and repair evaluation: the customer reported the holding sleeve for screwdriver was missing a component. The repair technician reported spring was missing. Missing parts is the reason for repair. The item is being scrapped as the spring component was not available for repair. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed holding sleeve: (current) and (manufactured). Complaint confirmed? Yes, the device received was missing a component. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the holding sleeve for sd screwdriver sft t8 (p/n: 314.468, lot #: 6446188) as the device was found missing the spring. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set, it was observed that the holding sleeve for screwdriver was missing a component. There was no patient involvement. This report is for one (1) holding sleeve for stardrive screwdriver shaft t8. This is report 1 of 1 for complaint (B)(4).